Event description:
The account alleged the head of the bed will not rise.

Manufacturer narrative:
The tech found the head section would not rise with weight on the bed, but when the head section was raised, it would drift back down. The tech found the CPR release cable was out of adjustment. The tech adjusted the cable to repair the bed.